Manufacturer narrative:
In response to FDA report number: mw5091038. The events of infection(early onset) and delayed healing are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿infection, scabbed over with a yellow looking scab¿ and a ¿hole chest that would not close up on its own.¿

Event description:
Patient reported right side ¿infection, scabbed over with a yellow looking scab¿ and a ¿hole chest that would not close up on its own¿ device has been explanted. Patient additionally reported "dizzy¿, ¿throwing up;¿ these events are not related to the device.